Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
Importer ref. #(B)(4). Manufacturer ref. # (B)(4).

Manufacturer narrative:
Our investigation for the complaint is finalized. Our field service engineer was at the event site and was not able to duplicate the problem. The customer did not request a further service. No parts changed in the system. The received logs confirm the flow transducer test fail and indicate minor deviations in measure volume by the gas modules, in comparison to the measured volume by the expiratory cassette. Since the problem could not be duplicated, with the present information, the root cause of the reported event has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).